Manufacturer narrative:
Thrombus was confirmed in the evaluation of the left ventricular assist system (lvas). The pump was returned assembled with the driveline (dl) cut approximately 2 inches from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow conduit graft and bend relief were also not returned. The outflow elbow was returned attached to the pump's outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of lvas revealed a denatured, tissue-like deposition in the distal side of the inlet stator. The deposition appeared to be dislodged from the bearing cup. The lamination and denaturation of the deposition as well as the circumferential contact marks observed on the proximal end of the rotor indicate that it likely formed over an undetermined period of time while lvas was supporting the patient. The remaining pump blood-contacting surfaces were free from any adhered thrombus formations and depositions. Although a root cause for the development of the observed deposition could not conclusively be determined through this evaluation, it could have contributed to the reported elevated lactate dehydrogenase (ldh). The data retrieved from testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous pump exchanges were reported under medwatch MFR report# 2916596-2015-01457 and 2916596-2017-01068. (B)(4). Approximate age of device - 4 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2017 with recurrent elevated lactate dehydrogenase (ldh) levels and suspected thrombus. The patient has had two previous pump replacements due to hemolysis and pump thrombus. The current clinical findings of pump thrombus are evident as indicated by elevated hemolytic marker of ldh levels as follows (normal range is 100-250 u/l). On (B)(6) 2017 2680 u/l, (B)(6) 2017 2720 u/l, (B)(6) 2017 1970 u/l, (B)(6) 2017 2025 u/l, (B)(6) 2017 1870 u/l, (B)(6) 2017 1696 u/l, (B)(6) 2017 1559 u/l, (B)(6) 2017 1502 u/l, (B)(6) 2017 1450 u/l and (B)(6) 2017 1258 u/l. Inotropes were started on (B)(6) 2017. No additional information was provided.

Event description:
Additional information was received from the vad coordinator indicating the patient had been recently admitted for pump thrombosis from (B)(6)2017 to (B)(6)2017. The patient was managed on a heparin drip, with the lactate dehydrogenase (ldh) level trending down from 1200 u/l to 600 u/l. During an outpatient follow-up on (B)(6)2017, the ldh level was found to be elevated again. The patient was admitted and started on heparin drip which was eventually switched to bivalirudin for continued subtherapeutic ptts. The patient underwent right heart catheterization on (B)(6)2017, and a dobutamine infusion was initiated with improved cardiac index. The last echocardiogram on (B)(6)2017 revealed severe global left ventricular systolic dysfunction, normal right ventricular size with mild dysfunction, tapse 1.1, mild aortic insufficiency, mitral regurgitation, and mild tricuspid regurgitation. During the hospital stay, the ldh had remained elevated. The patient was listed as status 1a for heart/kidney transplant. Since a transplant was not available at the time, a decision was made to proceed with lvad pump exchange.